Event description:
Pt's one touch ultra meter would only prompt "apply sample". Pt did not have any symptoms at the time of concern. Pt did not take any actions following the attempted use of the meter. The customer service rep discovered through troubleshooting that the sample applied to the strip was sufficient, testing technique was correct, and that the meter was not new. Pt attempted to re-test with a new strip and sufficient sample size and the test did not start. A retest was performed with a new vial of strips and the test still did not start. The pt neither alleged harm or experienced injury or medical intervention. Issue was not resolved through troubleshooting.